Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Device history records reviewed. (B)(4).

Event description:
The subject lead was implanted on (B)(4) 2010; a sorin ICD was used (paradym sonr crt-d (B)(4)). During the implantation procedure, it was impossible to connect this lead to the is-1 atrial port of the ICD. After several attempts and trials (lead and connector port swapped: a lead in is-1 lv connector (ok); lv lead in is-1 a connector (ok)), the physician connected a standard medtronic 2-way-connector (y) to the is-1 a connector of the implant: the a lead was connected to the first port, and a plug was placed in the second port. The pt suffered from af. Atrial sensing was very weak, no threshold test was available to confirm if the latter assembly was ok (no file available). However, normal impedance was observed. The system remains implanted. Normal lead characteristics were reported.